Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Manufacturing site evaluation: visual inspection (microscope) completed on returned screw. The detent of the insert was noted to be bent. With this nose out of alignment, a reliable catch of the insert in the body is not longer possible. It is probable that the plate was deformed during the surgery which led to this issue. The manufacturing documents has been checked and found to be according to the specifications during the time of production. There are no other complaints on lot number 51971914 to date. No action required.

Event description:
Country of complaint: (B)(6). During the application of screws, on the instrument mounting screw the screw was broken (fragments) and operation was delayed at least 15 minutes. Defect was found during surgery. Operation completed successfully.